Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient's ins felt loose in the pocket and that they were not getting any relief. The ins was painful to the touch and was causing them increased pain. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the cause of the patient¿s ins being loose in the pocket and lack of pain relief is unknown. They stated that no actions have been taken at this time. No further complications were reported or anticipated.